Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
During review of internal programming history, it was noted that a patient left the office at faulted system test settings. The fault was not seen in the review of history but was the likely scenario given the settings displayed. The event was discovered when the patient came into clinic on (B)(6) 2010.